Event description:
User facility reported unsuccessful cavity integrity assessment (cia) tests during an attempted novasure (ns) procedure. A uterine perforation was confirmed via laparoscopy and the procedure was aborted. The physician cauterized the site with an argon beam coagulator and the patient was discharged. During follow-up with the physician in 2008, he reported the patient has been seen on follow-up and is doing fine. Additionally, he reported he performed a hysteroscopy and a sounding, with a metal sound (not a hologic device), prior to attempting the uterine ablation. It is not known if the perforation occurred during the pre-hysteroscopy, sounding, or attempted ablation and it is not known what instrument may have caused this perforation.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported devices involved in this event. No abnormalities were found related to the reported info. The devices passed final testing prior to release. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under the warnings sections: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.